Event description:
Tech reported a pt died during treatment on a system 1000 hemodialysis device. The pt was near the end of treatment when a blood pressure alarm occurred. The pt coded and CPR was unsuccessfully administered. The pt died of cardiac arrest. It was reported that the pt was in poor health. The pt was being treated for sepsis. There is nothing suspected to be wrong with the device and it is not being attributed to the cause of death.